Manufacturer narrative:
(B)(4). The reported complaint states that during removal of the guide wire it unraveled, this issue was confirmed. No sample was returned; however, a picture was returned that shows part of the unraveled guide wire. Visual examination confirmed that the guide wire was unraveled. The broken end of the core wire was present in the picture but the welds were not present. As a result, no further information could be obtained. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the guide wire unravelling could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU during the removal of the guide wire, the guide wire unraveled. The guide wire was removed without issue and with no cause to replace it. There was no reported delay, death, or complications to the patient as a result of this occurrence.